Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining incorrect results on a coulter act 5diff instrument. The customer stated that these results were reported out of the laboratory. The customer stated that erroneous results were obtained for neonatal and adult patients and provided printouts for five (5) neonatal patients. The printouts show instrument generated diff plot flags alerting the operator to further review the results. Corresponding correct results were obtained by manual smears. Information regarding the correct results have been requested but not provided. Per correspondence received from the submitter, there was no death, serious injury, nor change to patient treatment attributed to this event.

Manufacturer narrative:
Sample information was not provided. The instrument was performing within quality control (qc) specifications and previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Based on information provided, a clear root cause is unknown. However, the provided sample printouts show instrument generated diff plot flags to alert the operator to further review the results. Per labeling, if the r flag occurs on a diff parameter, further investigate the result. Nl (neutrophil/lymphocyte) occurs when the number of particles in the nl separation region is above the limits set. Default values: 3% or 120 particles. Suspected abnormalities: small neutrophils without granules and/or slight nuclear segmentation lymphocytes with segment nuclei neutrophils with weak membranes (smudge/smear cells) mn (monocyte/neutrophil) occurs when the number of particles in the mn separation region is above the limits set. Default values: 100% or 120 particles. Suspected abnormalities: monocytes with granules or hyperbasophilic monocytes immature neutrophils with non-segmented nuclei (band cells).